Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a compressor failure during testing. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the alleged issue recorded in the memory logs. The se also found a battery in the compressor compartment not charged up. The se reseated the battery and let it fully charge up. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability. If information is provided in the future, a supplemental report will be issued.